Event description:
On 03/03/2015, allosure received a complaint notification from (B)(6), stating that after a 5cc stimublast putty (136339-6532) was implanted on (B)(6) 2014 by dr (B)(6), the pt showed signs of an infection. Dr (B)(6) stated that the cultures were positive for (B)(6). Complaint #(B)(4) was initiated. On 03/05/2015, allosure provided (B)(4) with an adverse occurrence checklist to obtain add'l info pertaining to this reported issue. Ms (B)(6) forwarded the checklist to (B)(4). Donor (B)(6) was a (B)(6) obese male who died from intercranial hemorrhage. The donor had a history of hypertension and possible heavy ethanol use, but otherwise unremarkable. The recovery cultures showed growth of propionibacterium species of 4 of 14 tissues recovered. Serology results were negative. Environmental monitoring results were negative for growth and the post processing cultures were negative. The above referenced lot was terminally irradiated.

Manufacturer narrative:
There were a total of (B)(4) lots processed and output from the donor ((B)(4) hct/p lots; (B)(4) dbm putty). Some (B)(4) lots have been distributed; some (B)(4) lots, including the reported lot, have been implanted ((B)(4) are dbm putty products); some (B)(4) lots have been quarantined; some (B)(4) have been discarded. The recovery agency was notified and reported no add'l complaints with the shared donor. There are no add'l complaints associated with the donor after reviewing allosource's databases.